Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The complaint has been confirmed. The printed circuit (pcb) board was replaced to correct the issue. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device is being returned due to error code: alarm 1. The product does not operate. No further info is available. No reported pt consequence.